Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital emergency room with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 432 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and confusion. Once at the hospital emergency room the patient had lab work administered. The patient was treated with fluids. In addition, the patient applied a new pod. The patient was in the hospital emergency room for 5-6 hours.